Event description:
Customer reported an issue with a pump battery that would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer tried several troubleshooting steps, including using different wall outlets and adapters, but the charging connection remained unstable. The customer will use mdi as backup therapy to ensure insulin delivery is not interrupted.